Manufacturer narrative:
Concomitant medical products. Model: 419488, lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for low impedance. It was noted that the patient does have chronically low and stable pacing impedance. Follow-up was conducted with the clinic. The allied health professional (ahp) at the clinic was able to verify that the lower impedance audible alert was programmed "off" and no other changes were made at this time. The lead remains in use. No patient complications have been reported as a result of this event.